Manufacturer narrative:
(B)(4). Torn one straight realize adjustable gastric band cut in two distinct parts. Per visual inspection, a crack on the tubing is observed at 13cm from the catheter connection. A detailed microscopic picture of the crack was performed. A tear is also noted on the reinforcement band buckle. The profile of this buckle tear is typical of that associated with surgical cutting of the device during explant. The complaint is not confirmed. Product analysis of the returned device cannot confirm the reported event. However analysis indicates that the catheter was damaged. A visible crack on the tubing was observed at 13cm from the catheter connection. It is possible that this crack contributed to the inability of the tube to be placed onto the port connection tube and thus may have contributed to the tube 'popping off'. However this cannot be confirmed as the port was not returned. A review of the product's instruction for use (IFU) was performed with regard to handling of the realize gastric band; it was specifically noted during placement of the injection port keep sharp instruments away from the gastric band tubing component. When grasping the tubing avoid punctures as this will cause leakage of the filling solution from the band. It might be tentatively concluded that the tubing might have been damaged during manipulation of the device too close of any sharp instrument. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing records indicated that all devices were inspected and leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
The customer reports that the tubing popped off. No other details were provided. Several attempts have been made to speak with the contact provided to obtain additional information. However, there is no answer nor voice mail option at the number given. If additional details become available, a 3500a supplemental will be sent.